Event description:
During device preparation prior to the initial implant procedure, the device was found in backup vvi (bvvi) mode. Another device was used for the implant procedure. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During device preparation prior to the initial implant procedure, the device was found in backup vvi (bvvi) mode. Another device was used for the implant procedure. There were no patient consequences.

Manufacturer narrative:
The reported field event of reset was confirmed. The cause of the backup operation was determined to be due to temperature sensitivity of the integrated circuit (ic) chip. After the device was restored from the backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.